Event description:
It was reported that customer experienced cartridge alarm 30 while pump was in use and not during cartridge loading, with no prior history of similar alarms on this pump. There was no adverse impact to the customer¿s blood glucose level. Customer removed air from cartridge, used room temperature insulin, successfully loaded new cartridge, resumed insulin therapy, and issue was resolved with no further actions reported.